Event description:
The dr was unable to insert the iab into the hemostasis valve. The iab buckled up. The iab was removed and a second was inserted. As a result of the event, the patient had moderate blood loss during insertion. (Event complications: moderate blood loss during insertion.) Reported 2/3/97. (Pt's current status: unk - rpt'd 2/3/97.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97). Iab was returned intact for eval with the membrane noted to be completely folded. Blood was noted on exterior of device. Numerous kinks were noted in catheter tubing and inner lumen. In addition, a 10 french, 6 inch sheath/clear hemostasis valve assembly was also returned but it was separate from balloon. Visual examination revealed gasket within hemostasis valve body to be unseated. Catheter o.d. Was measured and found to be within datascope's mfg specifciations. With a vacuum drawn and maintained on folded membrane, it was not possible to insert balloon tip into hemostasis valve due to condition of gasket. Probable cause of difficulty: lab examination verified reported difficulty. Based on examination and event description, reported difficlutly most likely was result of unseated valve gasket within snap fit hemostasis valve. Complaint was shared with appropriate individuals in mfg. This dept also verified that valve was not seated properly within hemostasis valve body. In order to prevent future occurrence, operator were retrained on this procedure. In addition, snap fit hemostasis valves are not being used in insertion kits at this time. In general, dificulty advancing an iab into sheat/hemostasis valve assembly may be attributed to one or moe of the following: * user may have not drawn a sufficeint vacuum on balloon during its removal from blister tray. * if drawn, a vacuum may not have not been maintained throughout insertion procedure. * during insertion and advancement of sheath, sheath may have hit opposing wall of artery causing it to kink. * pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into sheath. * during iab insertion, balloon tip may have hit opposing wall of artery as it exited end of sheath. * catheter and/or inner lumen kinked during insertion if balloon was not supported by a guide wire. * catheter was held too far back from site of insertion.